Event description:
It was reported that for the past couple of months, since the end of (B)(6), her therapy had been sporadic. She would have no pain one day and no relief the next. It was noted the manufacturer¿s representative (rep) had no further information on this patient as the physician didn¿t give them access to the patient¿s information. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6), 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6), 2009, product type: lead. (B)(4).